Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per imaging evaluation, all three sapien 3 ultra resilia valve leaflets were calcified and thickened. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapien 3 ultra resilia (s3ur) valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the valve calcification that resulted in hospitalization, a need for a re-intervention, and contributed to the patient's subsequent death was confirmed based on imagery provided. The available information suggests patient factors (dialysis treatment) likely contributed to the event as it was reported that "the patient was on dialysis". The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve (thv). These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, and diabetes mellitus. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field specialist, approximately 11 months and 19 days after the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, there was valve stenosis that required a re-intervention. The patient was on dialysis and was hospitalized for the aortic stenosis (as). Approximately two (2) days later, while hospitalized and awaiting optimization (diuresis) and the valve-in-valve procedure, the patient passed away from a pulseless electrical activity (pea) arrest. Imagery of a computed tomography (CT) scan performed during hospitalization was received for evaluation. Internal review of the imagery revealed all three (3) sapien 3 ultra resilia valve leaflets were calcified and thickened. The valve was observed to be slightly under-expanded at 27.6 mm at mid valve (0.5 mm added for outer diameter). The valve appeared to be in good position. It was noted that this appeared to be early structural valve deterioration (svd) and that patient factors (dialysis treatments) probably contributed to the early failure.